Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA gis-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an unknown number of clearlink system continu-flo solution administration sets with 3-port manifolds in which accidental disconnects were occurring at the manifold and stopcock. According to the report, this facility recently switched over from hospira sets to baxter sets and these problems were occurring soon after the change. The facility then went through another baxter inservicing and have not encountered this further issues have been observed. The reported suspected these reports were caused by user error with the unfamiliar sets. The conditions were identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.